Event description:
The patient received inappropriate hv therapy due to noise on the rv lead. The patient is in poor general health. The physician will be monitoring the status of the ICD. Review of episodes showed 3 inappropriate shocks and 1 appropriate shock for vf. It was later reported that the patient expired due to respiratory arrest in early 2009.

Manufacturer narrative:
No medwatch form was received.